Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Concurrent procedure: hysterectomy/bso.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to fibroid uterus, menorrhagia and cystocele. It was reported the patient experienced pain, erosion, extrusion, urinary/bowel problems, dyspareunia, vaginal scarring, and having to self-catheterize because inability to empty bladder. It was reported the patient underwent removal of mesh, cadaver graft, a&p repair, vaginal vault suspension, paravaginal repair on (B)(6) 2013 due to mesh extrusion and erosion. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.